Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: zero & full scale calibration failed to adjust paux.. A false positive technical failure (tf) 5507 alarm occurred. The event did not occur during ventilation. After exchange of the pressure sensor board and full calibration, the issue no longer occurred.

Manufacturer narrative:
Update 05apr2024: root cause: it was concluded that the root cause was a defective pressure sensor board. The pressure sensor board was replaced and full calibration was carried out, the reported issue did no longer occur.